Event description:
User alleges one event during blood infusion after 20 units of blood and plasma, with normal flow, the temperature display showed 26 degrees celsius. The body temperature of the pt was only 33.8 degrees celsius and the transfusion was stopped and clinicians switched to h-1200 system. No injury to pt.

Manufacturer narrative:
International affiliate was notified about this event july 4, 2007, however, they did not inform smiths medical asd, inc about this event until jan 7, 2008. Evaluation: we have just received the sample for investigation. Upon the completed investigation, a follow-up report will be submitted. A review of our complaints database show that no other user facility has had a similar report on this catalog number. This facility had a similar report, on this same unit, (see file 1221261-2008-00002) in may of 2007 that they attributed to user error.